Manufacturer narrative:
Final device analysis reveals no anomaly found. Normal device function.

Event description:
Device returned to manufacturer after implant duration of 38 months. Information received from the hcp confirmed the patient underwent a multi-level a-p spinal fusion with instrumentation due to significant worsening of spinal scoliosis which required removal of the intrathecal catheter and infusion pump. The pump had been infusion compounded baclofen and morphine for pain management, and since removal, the patient's pain is being covered with oral medications. The patient is reported to be recovering from her spinal surgery and the plan is to reimplant a synchromed infusion system for pain management in the future.